Manufacturer narrative:
Per additional information received on april 07, 2026, the post operation reveled that the patient right implant was intact and the left was ruptured which was symptomatic, right side capsular contracture unknown grade and bilateral ptosis. As a result, the patient underwent bilateral wise mastopexy, bilateral full wise mastopexy, bilateral superomedial capsulotomies and bilateral lateral dog ear excision, and replacements. Reason for device explant and/or reoperation: symptomatic rupture, capsular contracture, wrinkling, acquired deformity manufacturer¿s reference number: (B)(4).

Event description:
A female patient who underwent a breast augmentation revision with a mentor memorygel boost, 590cc silicone prosthesis experienced right sided silent rupture, bilateral ptosis, bilateral breast deformity, and lipodystrophy post operation. The issue was diagnosed during the surgery. As a result, the patient underwent bilateral replacements per following: (l shpb775 / sn (B)(6), r) shpb775 / sn (B)(6), pocket exchange from submuscular to subfascial, full-wise mastopexy with galaflex mesh placement, and liposuction lateral axilla on (B)(6), 2026. This report relates to the left side. .

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: wrinkling, acquired deformity nos. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).